Event description:
Pt started to feel sick at school. Her blood glucose level was 142 mg/dl at lunch time. She went home and continued to monitor her blood glucose level.it was 316 mg/dl at 3:00 pm with a positive indication for ketones and 240 mg/dl at 7:00 pm when she started vomiting and went to the hosp. She was admitted with a blood glucose level of 307 mg/dl. She was given 2 units of regular insulin along with saline every hr instead of her normal 1.3 unit basal infusion of humalog. When her blood glucose level remained high the next morning (317 mg/dl) the insulin was increased to 3 units/hr. Her blood glucose level returned to 158 mg/dl. She had checked the pump and infusion set the first night and had not found any problems nor experienced any alarms. The dr commented that her condition may have been due to a virus or gastroperisis.